Event description:
It was reported that the coil protruded from the catheter tip upon removal. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal iliac artery. A 8mmx20cm interlock-35 was selected for use. During procedure, it was noted that the coil got stuck in the distal part of a 5f non-bsc catheter. The coil and catheter were then removed together, however the coil protruded from the catheter's tip. The procedure was completed with another of the same device. There were no patient complications reported.